Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was on unspecified antibiotics. The cause of the peritonitis was unknown and the outcome was not reported. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: on an unreported date, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot numbers h13g18044, h13i04032, and h13i25011. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.